Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3389-40, lot# j0102008v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3389-40, lot# n24947a, implanted: 2001 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the manufacturing representative was not given information regarding the implantable neurostimulator (ins) reaching elective replacement indicator (eri) or end of service (eos). The manufacturing representative did believe the patient was doing better following the ins replacement.

Event description:
It was reported the implantable neurostimulator lasted less than two years and the battery depletion was not normal. There was no patient death or injury and the patient had recovered without sequela after the device was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not find any internal anomalies that would have cause premature battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.